Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its scanner was not scanning and making noise. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h labeled for single use. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner shows no light. A field service engineer (fse) attempted reboot and reseated universal serial bus (usb) connection, issue remained unresolved. Successfully replaced scanner cable. During scanner diagnostics, a reboot post-hardware test application revealed multiple undetected pockets on the bus from drawer 2 (enhanced full height). Station was powered down; row board cable was reseated. Upon reboot, all pockets recovered successfully. Final checks included verifying all connections, inspecting indicator lights, and clearing debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its scanner was not scanning and making noise. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.